Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient had surgery on (B)(6) 2015 and presented with flap striae on (B)(6) 2015. Surgeon reported that they ran out of fiber free sponges and there was significant interface debris after using the only available sponge. They reported that several rinses with balance salt solution were needed to clear the patient's right eye bed. Surgeon reported the event was not caused by the intralase femtosecond laser.